Event description:
A technician reported an intraocular lens (iol) was exchanged due to an undesired refractive outcome. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/16/2011 and 12/23/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).